Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 was not detected on bus. A field service engineer (fse) confirmed that the drawer was failed in hardware test application (hta) mode. Then checked rear drawer controller board and the central drawer board but it was within tolerance via multimeter. Then the fse replaced pyxis module board. After that the drawer appeared responsive. The system functioned as intended after the field service engineer repaired the device.